Manufacturer narrative:
There is no adverse event associated with this complaint. The pump was returned to animas for eval. Eval found that pump powers up properly and the power circuit does not draw excessive current. The pump was exercised for 24 hours with no evidence of overheating.

Event description:
The pt reported that the pump casing and battery felt warm to the touch. She said she did not receive any battery alarms prior to the event and she changed the battery about a week ago. The pt stated that she used 1.5 volt aa lithium ultimate energizer battery and sets the pump for the same. She reported that there was no moisture or corrosion in the battery compartment and no damage to the battery cap. The pt denied burns or red areas on her skin or hand after handling the warm pump and battery.